Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised forced sensor during the basic occlusion test due to loose/protruded drive support disk. Unable to performed occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated the drive support cap is loosed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer agreed to cot pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer will revert to c backup plan until cot pump arrives. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. Customer's wife was advised to give 40 carbs through glucose gel. Customer has been experiencing low blood glucose for today. Customer declined to troubleshoot of low blood glucose.